Event description:
The reporter stated, the surgeon inserted an aa4203tl silicone plate toric lens and the lens was torn during insertion. The incision was enlarged to remove the lens and sutured after another lens was implanted.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a haptic was torn. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.